Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 171 mg/dl.

Manufacturer narrative:
B5, h6: add (1383 device code). Codes reflect occlusion alarm findings. Inaccurate insulin gauge allegation was not evaluated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 171 mg/dl.